Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Consumer states the right front caster bearings fell out, and he noticed he could no longer turn.